Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a pressure reducing valve malfunction. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the pressure reducing valve malfunction was due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a low average flow rate due to pressure reducing valve failure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the pressure control tubing component, resulting in the inability to properly control air delivery. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.